Manufacturer narrative:
Result: footboard modules were dislodged and popped out from the control board.

Event description:
It was reported by service report that the footboard modules were dislodged from their positions in the footboard. No pt involvement or adverse consequences were reported.